Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "revision, breast reconstruction", and "capsular contracture baker grade IV". Clarification to partial date of occurrence: 2024 was provided. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV.

Event description:
Healthcare professional reported the patient had a "revision, breast reconstruction removal. Implant exchange. Physician's office later reported a "capsular contracture baker grade IV" and the patient had "radiation treatment prior to diagnosis" and no medication was prescribed. This is for the right side. The device was explanted and replaced. Capsulectomy performed.